Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-apr-2021. The most recent information was received on 15-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unexplained pain') and menorrhagia ('heavy menstrual bleeding') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2020, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal rash ("white pimples especially on the pelvic lips"), fatigue ("chronic fatigue"), dry skin ("dry skin"), vulvovaginal dryness ("dry vagina"), loss of libido ("loss of libido"), temperature intolerance ("severe sensitivity to cold, always cold (frozen hands)"), cardiovascular disorder ("poor blood circulation"), hyperhidrosis ("little sweating"), burning sensation ("burning sensation"), neck pain ("neck pain"), eye disorder ("problem adapting to my glasses for the last 5 years"), musculoskeletal stiffness ("stiffness in the morning upon awawakening"), aphasia ("difficulty finding words") and mobility decreased ("difficulty moving to get up") and was found to have weight increased ("weight gain"). The patient was treated with corticosteroids and surgery (vaginal hysterectomy with conservation of ovaries). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vulvovaginal rash, weight increased, dry skin, vulvovaginal dryness, loss of libido, temperature intolerance, cardiovascular disorder, burning sensation, neck pain, eye disorder, aphasia and mobility decreased outcome was unknown and the fatigue, fibromyalgia and musculoskeletal stiffness had not resolved. The reporter considered abdominal pain, aphasia, burning sensation, cardiovascular disorder, dry skin, eye disorder, fatigue, fibromyalgia, hyperhidrosis, loss of libido, menorrhagia, mobility decreased, musculoskeletal stiffness, neck pain, pelvic pain, temperature intolerance, vulvovaginal dryness, vulvovaginal rash and weight increased to be related to essure. The reporter commented: feeling at night that my body is weighed down - during an attack, difficulty moving to get up, difficulty finding my words, difficulty expressing myself, saw an internal medicine specialist in (B)(6) 2020 who did not address the issue of the presence of the implants and diagnosed fibromyalgia according to symptoms. Essure insert details: the two tubal ostia are easily visualised. Each ostium is catheterised by an essure device. 3 coils are present in intrauterine, on the right and on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') and pelvic pain ('unexplained pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included corticosteroids for disorder sleep. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient started corticosteroids at an unspecified dose and frequency. In (B)(6) 2020, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), dry skin ("dry skin"), vulvovaginal dryness ("dry vagina"), abdominal pain ("abdominal pain"), loss of libido ("loss of libido"), temperature intolerance ("severe sensitivity to cold, always cold (frozen hands)"), cardiovascular disorder ("poor blood circulation"), hyperhidrosis ("little sweating"), burning sensation ("burning sensation"), neck pain ("neck pain"), eye disorder ("problem adapting to my glasses for the last 5 years"), vulval disorder ("white pimples especially on the pelvic lips") and musculoskeletal stiffness ("stiffness in the morning upon awakening") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy with conservation of ovaries). At the time of the report, the menorrhagia, pelvic pain, weight increased, dry skin, vulvovaginal dryness, abdominal pain, loss of libido, temperature intolerance and cardiovascular disorder outcome was unknown and the fatigue and musculoskeletal stiffness had not resolved. The reporter considered abdominal pain, burning sensation, cardiovascular disorder, dry skin, eye disorder, fatigue, fibromyalgia, hyperhidrosis, loss of libido, menorrhagia, musculoskeletal stiffness, neck pain, pelvic pain, temperature intolerance, vulval disorder, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she reported feeling at night that my body is weighed down - during an attack, difficulty moving to get up, difficulty finding my words, difficulty expressing myself. She saw an internal medicine specialist in (B)(6) 2020 who did not address the issue of the presence of the implants and diagnosed fibromyalgia according to symptoms. Essure insert details: the two tubal ostia are easily visualised. Each ostium is catheterised by an essure device. 3 coils are present in intrauterine, on the right and on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.